Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during a bolus delivery. The customer's blood glucose (bg) level was 329 mg/dl and an injection of insulin will be used to lower the bg level. During the system check with tandem customer technical support (cts), the customer reported that the insulin appeared to be gelled and was cloudy. Cts advised the customer to change the cartridge and infusion set and check the insulin vial prior to loading the new cartridge.